Event description:
It was reported that this right atrial (ra) lead has had pace impedances greater than 3000 ohms, since mid-(B)(6). It was noted that there was a stored noise oversensing episode that corresponds to when the impedances went out of range. At the time of the device check, a loss of capture was also observed. This patient was taken in and the lead was removed from the device. The lead was tested from a pacing system analyzer and it was determined that the lead was broken. The lead was reinserted into the device and the device was programmed so that it would not sense or pace in the atrium. No additional adverse patient effects were reported. This product remains implanted in the patient.

Event description:
It was reported that this right atrial (ra) lead has had pace impedances greater than 3000 ohms. It was noticed that there was a stored noise oversensing episode that corresponds to when the impedances went out-of-range. At the time of the device check, a loss of capture was also observed. This patient was taken in and the lead was removed from the device. The lead was tested from a pacing system analyzer, and it was determined that the lead was broken. The lead was reinserted into the device and the device was programmed so that it would not sense or pace in the atrium. This ra lead remained implanted in the patient until it was eventually surgically abandoned and replaced. No additional adverse patient effects were reported.